Event description:
The pt underwent an interventional procedure of percutaneous transluminal coronary angioplasty. The physician attempted to close the arteriotomy with the closer tsl 6fr. Device. The device was inserted after a sheathogram was performed to confirm appropriate access site, without resistance and good marking was achieved. The device was deployed and the sutures were harvested however the physician was unable to park the foot and remove the device. The pt was taken to surgery for device removal. Surgery was successful and the pt recovered without further incident. Field reports indicate that upon removal, it was noted that a piece of the foot was missing from the device.